Event description:
This spontaneous report was received on (B)(4) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach access daily flosser for dental cleaning (route-dental, lot number 0752d, frequency and expiration date unspecified). After an unspecified duration, while using the flosser the refills fell apart on the second tooth. The consumer stated that this happened with the first two compartments of seven each. The consumer did not specify how many refills from the first two compartments fell apart, additionally it was not specified if the flosser head fell apart or the yarn fell apart. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. The consumer reported that the flosser broke at one side, on the plastic part and it did not break at the middle. This report remains a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. A review of the data associated with the complaint categories (breaks/falls apart with use and reportable pqc) revealed no adverse trends and no trend involving lot number 0752d. The returned field sample was not received for evaluation. Complaint could not be considered confirmed since customer unit was not received. However, device history records retain sample evaluation and history of changes demonstrated adequate controls and did not show any gaps in the production process that could potentially affect the product. Complaint trends would continue to be monitored. This report remains as a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach access daily flosser for dental cleaning (route-dental, lot number 0752d, frequency and expiration date unspecified). After an unspecified duration, while using the flosser the refills fell apart on the second tooth. The consumer stated that this happened with the first two compartments of seven each. The consumer did not specify how many refills from the first two compartments fell apart, additionally it was not specified if the flosser head fell apart or the yarn fell apart. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on 25-sep-2012. The consumer reported that the flosser broke at one side, on the plastic part and it did not break at the middle. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is 11-oct-2012. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 20-aug-2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach access daily flosser for dental cleaning (route-dental, lot number 0752d, frequency and expiration date unspecified). After an unspecified duration, while using the flosser the refills fell apart on the second tooth. The consumer stated that this happened with the first two compartments of seven each. The consumer did not specify how many refills from the first two compartments fell apart, additionally it was not specified if the flosser head fell apart or the yarn fell apart. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.